Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
The occupation is lay user/patient.

Event description:
The customer complained of dim and difficult to see segments in the display of the coaguchek xs meter which could impact the interpretation of the results. The customer performed a display check. The customer could see all of the segments but the results field was very dim. The customer could not view the most recent result. The customer did not purchase the meter or the test strips from an approved distributor. There was no allegation of an adverse event. The suspect device was requested to be returned for investigation.